Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that chest pain, stent thrombosis and myocardial infarction occurred. In (B)(6) 2010, the patient presented with chest discomfort (described as ¿someone setting on my chest¿) associated with dyspnea, diaphoresis and nausea. The patient was diagnosed with unstable angina and st elevated myocardial infarction (stemi) and cardiac catheterization was recommended. Subsequently, index procedure was performed. The first target lesion was a de-novo culprit lesion for stemi extending from proximal right coronary artery (rca) to distal rca with 100% stenosis and was 44mm long with a reference vessel diameter of 4.0mm. The lesion was treated with pre-dilatation and placement of two 3.50 x 38 mm and 4.0 x 24 mm taxus® liberté long stent in overlapping manner. Following post dilatation, residual stenosis was 9%. Three days post procedure, the patient was discharged on aspirin and prasugrel. Three days after, stage procedure was performed. The patient returned to the cath lab for stent placement of left anterior descending artery (lad). The second target lesion was located in the mid lad with 80% stenosis and was 38 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of two 2.5 x 28 mm and 3.0 x 12 mm taxus liberte stents in overlapping manner. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with chest pain to other facility and was subsequently transferred to (B)(6) as a code heart and was hospitalized on the same day. ECG revealed inferior q-wave changes, st elevation and lateral t-wave changes and was diagnosed with q-wave stemi. Troponins were found to be elevated, but did not meet protocol definition of mi. At the time of event, the patient was taking only aspirin. The study drug was never taken during this study and other antiplatelet medication was last taken on an unknown day in 2013. Cardiac catheterization was performed and revealed 30% isr of study stents in proximal vessel, 100% occlusion stent thrombosis of study stents in distal vessel of the right coronary artery. The 100% occlusion of study stent in mid rca to distal rca was treated with integrilin followed by balloon angioplasty and placement of 3.5x15 mm non-bsc stent, with 0% residual stenosis. Two days post procedure, the events were considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.